Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was intermittently unresponsive. Customer¿s blood glucose level ranged between 150-250 mg/dl. Reportedly, the customer did not have backup insulin therapy and declined follow-up to ensure backup therapy was obtained.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.